Event description:
This event was reported as a duromedics valve explanted due to severe mitral valve insufficiency and prosthesis dysfunction with hemidisc blockage. Fragments of the migrated prosthesis (escaped leaflet) had to be surgically extracted from the iliac bifurcation position. Pts' symptoms were cardiogenic shock, dyspnea and pulmonary edema. No further info was provided.